Event description:
It was reported on (B)(4) 2016 that the patient has had an increase in seizures. The increase began about 3 weeks ago. The physician who reported the event is not the following physician and doesn't have a programming system to interrogate. No further relevant information has been received to date.